Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of an pca tampering, patient stole key - event #2 usc keck was not determined because no products or device logs were returned.

Event description:
It was reported that the patient ¿stole¿ pca key, removed the syringe with medication and self-administered the medication. There was no patient harm. No other details provided by the customer.